Manufacturer narrative:
The insulin pump buttons functioned properly however moisture damage was found on keypad traces. No sticky button or button noise anomaly noted. The pump was received with scratched lcd window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 132 mg/dl. Troubleshooting was performed. The device was returned for analysis.